Event description:
It was reported that a malfunction alarm with the code malf 16 occurred on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer planned to use multiple daily injections (mdi) as backup therapy to ensure continued insulin delivery. Technical support confirmed the shipping address, instructed the customer to set the pump into storage mode, and arranged for the return of the malfunctioning pump within ten days. A replacement pump was to be provided to the customer.